Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The parent of a customer reported via phone call of high blood glucose of 263 mg/dl and that the blood glucose will not go down. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly noted. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, severely scratched display window, and stripped battery cap coin slot noted.